Event description:
On may 20, 2024 additional imaging suggested that the cardiomems sensor had migrated from the left pulmonary artery to the right ventricle.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.